Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) as a working code, unresponsive. Troubleshooting the left ventricular assist device (lvad) showed the driveline was disconnected. Technical services spoke with the caller and verified the pump green running led was on. The ER did not have any lvad equipment to support the patient. They informed the customer that they would need to have the patient's family members bring equipment from home.